Event description:
Patient revised because of broken im nail.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. In addition, the product is a discontinued item and was manufactured at depuy ace el in 1999. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.